Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and could duplicate the user¿s report. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause was unknown; however, omsc assumed a potential composite factors as follows. Because the unexpected large load was applied to the shaft of the brush part of the device, the shaft of the brush part of the device was broken. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
During reprocess with the device, the tip of this device got stuck in the suction channel of an endoscope. The user retrieved the tip. There was no report of patient injury associated with the event.